Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet with subcutaneous insulin, describing episodes of hyperglycemia up to 500 mg/dl that required correction with an insulin pen and multiple episodes of hypoglycemia, including a nocturnal low to 40 mg/dl; the user also reported inconsistent glycemic responses around exercise, uncertainty with meal announcements and meal type selection, and perceived lack of alerts or alarms during an alleged malfunction. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user dissatisfaction and consideration of discontinuing the device. Investigation included review of available glucose reports and user outreach for troubleshooting and education, with assignment for additional training regarding meal announcements and exercise use. Investigation of this case revealed user-reported no alerts/alarms, incorrect meal type selection, and challenges with meal announcement practices contributing to variable glycemic control, while device performance metrics in the provided reports appeared relatively within range overall; the user employed a backup insulin pen during a hyperglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment factors, with need for further education on meal announcements, exercise strategies, and sensor data gaps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.